Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. The monitor board had multiple damaged/burnt components and pads. The monitor board was deemed unrepairable due to the nature of the damage. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.